Event description:
It was reported that during a sinus procedure, the handpiece was leaking saline from the cutter release button. There was no report of user or patient injury and no adverse consequences were alleged from this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.